Event description:
It was reported that during testing with the bd max¿ enteric bacterial panel, there was a salmonella positive result. Sample was then retested on max from a new sample preparation and gave a negative result. There was no report of patient impact.

Manufacturer narrative:
D.2.there were multiple medical device types. Each additional type is as follows: pch, pci h.6. Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel assay (ref. 442963) from lot 3291378 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about obtaining a positive result for salmonella that retested as negative when using the bd max¿ enteric bacterial panel kit lot 3291378. Review of the manufacturing records of bd max¿ enteric bacterial panel assay indicated that lot 3291378 was manufactured according to specifications and met performance requirements. Customer provided database from instrument ct2361 that was analyzed. The discrepant sample identified by the customer was first tested in run 1296; position a3 and gave a positive result for salmonella. It was then retested in run 1298; position a1 from a new sample preparation and gave a negative result. Manual pcr curve adjudication was conducted across these samples. Sample from run 1296; position a3 gave late and low, but true, salmo positive result (vic channel). Sample from run 1298; position a1 gave no amplification for the salmo target (vic channel). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. Samples curves analysis did not suggest any issue. The root cause was not identified. Based on the analysis, the customer¿s result for sample a3 run 1296 appears to be a true positive result, near the assay limit of detection, that repeated negative upon retest in run 1298 (position a1). However, environmental or cross contamination could also explain the results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ enteric bacterial panel assay lot 3291378. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd quality will continue to monitor for trends.